Manufacturer narrative:
The company service rep examined the sys and could not duplicate the problem reported. The rep tested the system, the handpiece, and the tip that was used in surgery and found no problems. Preventive maintenance and a software upgrade was performed. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (6) health devices, hazard update: (B) (6), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4).

Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): "no flow at end of procedure" (no flow). A customer reported the system did not function correctly and received no flow at the end of the procedure. A corneal burn was noted at the end of the case. The surgeon stated this was the last case of the day. Additional info was requested. Additional info was received from the facility. It was noted that the surgeon didn't communicate any problems of the incident, but mentioned the handpiece tip was not properly in place. He subsequently positioned it to where he wanted it.